Event description:
The customer reported that on (B)(6) 2024, the nurse stated the thermogard hq temp mgt console (sn (B)(6)) displayed an air trap alarm and the saline bag was completely depleted. Per the nurse's note, the connections were checked and there was no sign of saline leaking from the bag or connections. Therapy was stopped and use of the unknown (B)(6) catheter (lot unknown) was discontinued. The device was sent to biomed for inspection. No additional information was provided. There was no reported harm to the patient.

Event description:
The customer reported that on 07/22/24, the nurse stated the thermogard hq temp mgt console (sn unknown) displayed an air trap alarm and the saline bag was completely depleted. Per the nurse's note, the connections were checked and there was no sign of saline leaking from the bag or connections. Therapy was stopped and use of the unknown tghq catheter (lot unknown) was discontinued. The device was sent to biomed for inspection. No additional information was provided. There was no reported harm to the patient.

Manufacturer narrative:
Zoll has not received the thermogard hq temp mgt console in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.